Event description:
It was reported that t1 was depoloyed as appropriate however t2 could not be deployed. All pieces of implants were removed and operation was completed with new fast fix curved delivery system. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.